Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 01/25/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 26.0 diopter intraocular lens (iol) was explanted due to the patient's macular drusen which was worse than originally thought, thus the patient was not satisfied with her vision. The lens was replaced with a zct150 lens. The physician noted that the lens was not at fault. The macular drusen was not very apparent before removing the cataract because the cataract was blocking the better view of the retina. No further information was provided.